Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a facility representative via sems that an ar-3355-1930 arthroscope broke. This occurred when the doctor put too much torque on the device. There was no additional information provided additional information was requested.